Event description:
On january 25, 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had an " error 5" issue. The pt indicated that the alleged meter issue started on two days earlier, at 9:45 am. As a result of the reported issue, the pt administered self-care by increasing the dosages of her insulin (s). The pt took 40 and/or 50 units of insulin. It is not clear, however, what type of insulin was increased. The customer care advocate (cca) documented that the pt took humalog and 70/30 insulins. After taking the increased dosages of insulin, the pt claimed that he developed symptoms of feeling weak and sweaty. It is not known what actions the pt took in response to developing the symptoms. On an unspecified date/time during the time of concern, the pt's blood glucose was tested on a doctor's/clinic's meter and a result of "468 mg/dl" was obtained. The pt denied receiving medical treatment although it is noted that his doctor loaned him another meter for testing his blood glucose. It would have been helpful to know the following info: the pt's testing frequency, the details of the pt's medication regimen, when the pt obtained the loaner meter, when he visited the doctor, and why he visited the doctor. In addition, it would have been helpful to know what date/time the pt took the increased dosages of insulin(s), if the pt was advised to take the increase dosages of insulin(s), what actions he took after developing the symptoms, and what date/time the pt obtained the "468 mg/dl" reading. The issue was not resolved with troubleshooting. The pt was described as using a correct technique for testing with the reported meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he increased his dosages of insulin(s) as a result of the "error 5" issue and afterwards, developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.